Event description:
Patient reported having an urinary track infection (uti). Patient noticed that uti started about a month ago. Patient had been through their first antibiotics and after taking antibiotics for 10 days the uti got worse and within a week they went back to healthcare professional (hcp). Patient was on antibiotics again and they still had uti. Patient was keep taking antibiotics and they were strong. Patient called to find out whether the device would cause uti. It was reviewed the device would not cause uti, the device still helped with their symptoms. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.